Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): no flow. Drug: 5fu.

Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 125-25-s without packaging. The received sample was taken to a visually examination. Damages or manufacturing faults were not detected. As-received condition the white clamp is closed and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (125 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected at the sample. A blocked sample (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.